Event description:
During index procedure two endeavor drug eluting stents were implanted in the prox lad. Approx. 21 months post index procedure it was reported that the patient died from an acute mi, the details were unknown. The investigator assessed the event as not device related.